Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 260 mg/dl. The customer has used the insulin pump to treat high blood glucose. Customer was alleging possible insulin pump under delivery. The product was returned for analysis.